Event description:
It was initially reported that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. Supply current pulsing was out-of-specification. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end-of-service condition was an expected event.

Manufacturer narrative:
Device malfuntion caused event but did not cause or contribute to a death or serious injury.